Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd micro fine plus¿ pen injector needle the outer cover was cracked.

Manufacturer narrative:
Investigation summary: one 31g x 5mm pen needle cover and three photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and a damaged cover was observed. Visual examination was carried out on the returned sample and photos and a damaged cover was observed. Unable to perform complaint lot history check due to unknown lot number for damaged. This issue occurred due to a jam during part transfer on the assembly line. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that before use of the bd micro fine plus¿ pen injector needle the outer cover was cracked.